Event description:
Translation from the original incident report in (B)(6): "during patient treatment fluid leaking from dialysis lock / valve. No significant blood loss, perfusion was completed without any further issues." (B)(4).

Manufacturer narrative:
The product was not requested to return for manufacturers laboratory investigation as the failure is known and is thoroughly investigated under (B)(4). The investigation under (B)(4) identified that the failure is caused by tolerance interference in current design. Maquet cardiopulmonary will implement corresponding action steps regarding the design and tolerance criteria's of the dialysis port. Due to this no further action will be completed at this time. This complaint will be closed. Additional information: the product mentioned under section d is a tubing set and the included affected component has the contributing design function of the quadrox-I which is registered under 510(k): k082117.